Event description:
At 3 months after the primary, the patient came in reporting pain due to posterior luxation and the cause is unknown. The surgeon revised the liner with double mobility and inserted a converter dm. The head and stem were not medacta. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 february 2022. Lot 2108135: (B)(4). Expiration date: 2026-07-14. No anomalies found related to the problem. (B)(4).